Manufacturer narrative:
Citation: maeda k, et al. Mid-term clinical outcomes of redo-transcatheter aortic valve replacement in japanese patients. J transcatheter valve ther vol. 6, no. 1 (2024). Doi: 10.33290/jtvt.oa.24-0003 earliest date of publication used for date of event: january 01, 2024 (year valid). Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of redo-transcatheter aortic valve replacement (tavr) in japanese patients. Of the 16 patients who underwent redo-tavr, one had a medtronic corevalve that required replacement due to severe transvalvular leak (central regurgitation). Medtronic self-expanding (corevalve/evolut r/evolut pro+ = 11) and non-medtronic balloon-expandable (sapien family = 5) valve types were used for redo-tavr. The authors noted freedom from all-cause mortality rates of 81.3%, 81.3%, and 72.2% at one year, two years, and three years after redo-tavr, respectively. No evidence was presented to suggest that a medtronic product or its function contributed to any of the deaths. After redo-tavr, adverse outcomes associated with the use of the self-expanding valve types included: stroke/cerebral infarction, coronary obstruction, high residual gradient (= 20 mmhg), patient-prosthesis mismatch, structural valve deterioration, and major vascular complication (dissection that occurred during passage of the evolut pro+ delivery system through the aortic arch). One instance of a ¿low expansion index¿ was observed with a 26 mm evolut r valve, resulting in a residual mean gradient > 20 mmhg. No further information was provided pertaining to medtronic products.